Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 2mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis with inadequate blood flow of the previously placed non-bsc stent implanted on december 2014 was located in an unspecified vessel. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed completely and the procedure was completed with successful dilation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis with inadequate blood flow of the previously placed non-bsc stent implanted on (B)(6) 2014 was located in an unspecified vessel. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed completely and the procedure was completed with successful dilation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.